Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jul-2023. H6: investigation summary the customer reported a break and spill from the drip chamber, and returned one used sample. The sample verified the complaint of drip chamber separation. There was insufficient solvent applied to the connection during the assembly process. The root cause is traced to the screw insertion depth on the solvent dispenser. This issue is under a funded project to fix the solvent dispenser equipment and to help mitigate this failure from recurring. A device history record review could not be performed on material 11448964 because the lot number is unknown.

Event description:
It was reported while using bd alaris¿ secondary set the IV se broke and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident details: secondary set broke as I spiked leucovorin (tubing detached from drip chamber). This resulted in the leucovorin spilling and having to be remade by pharmacy. Impact of incident: delay while new med bag obtained from pharmacy.

Event description:
It was reported while using bd alaris¿ secondary set the IV se broke and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident details: secondary set broke as I spiked leucovorin (tubing detached from drip chamber). This resulted in the leucovorin spilling and having to be remade by pharmacy. Impact of incident: delay while new med bag obtained from pharmacy.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.